Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 37 mg/dl, and the customer stated that he treated, felt fine and declined troubleshooting. He was unsure why he had low blood glucose. He also noted issues with the sensor serter never firing. He was advised on sensor insertion techniques and that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.